Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid included with the sharps coll side entry 5.4qt pearl 12/pk was incorrect and wouldn't fit. The defect was discovered before use. The following information was provided by the initial reporter: "customer stated the lids included with the sharps containers are not the correct lids."

Event description:
It was reported that the lid included with the sharps coll side entry 5.4qt pearl 12/pk was incorrect and wouldn't fit. The defect was discovered before use. The following information was provided by the initial reporter: "customer stated the lids included with the sharps containers are not the correct lids."

Manufacturer narrative:
H.6. Investigation: the actual product was returned, and photo representation was provided. A review of the DHR showed there were no issues reported like incorrect lids during the manufacturing process. A review of the nonconformance material reports was performed and the result showed there were no issues reported for the same part number throughout the last twelve months. According to the evidence provided, the issue seems to be related to an incorrect subassembly (box of lids) supplied, which is a manufacturing issue. H3 other text : see h.10